Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the procedure kit had a frayed catheter tip, shaft buckling involving the locatable guide, and there was inability to deflect the tip related to the extended working channel. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case by replacing it with a new catheter. There was no patient injury. Medtronic's initial evaluation of the incident found that the string like fiber was determined to be from scraping the inner liner.